Event description:
It was reported that, during a tka surgery, the insert in the distal end of a pin driver was spinning freely: it is defective as it does not drive the bone pins. The issue was resolved, without any delay, by using a back-up device. The patient was not harmed.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Visual inspection of the returned pin driver found the inner portion would spin (resulting in the pin spinning) when it should have been fixed in place. The relationship of the subject device and reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.